Manufacturer narrative:
Citation: jakobsen, l. Md. Et al. Short- and long-term mortality and stroke risk after transcatheter aortic valve implantation. American journal of cardiology. 2018 jan 1;121(1):78-85 epub 2017 oct 10 doi: 10.1016/j.amjcard.2017.09.014. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). Conclusion: based on the available information, medtronic product may have been associated with the adverse event(s) but root causes could not be conclusively determined. No additional adverse patient effects or product performance issues were reported. A device history record review could not be performed as the serial numbers were not provided. However, medtronic has manufacturing controls in place to ensure that the devices met specification requirements prior to release from the manufacturing facility. The reported information does not indicate a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding short and long-term mortality and stroke after the implant of a transcatheter aortic valve (tav) replacement compared to the general population. All data were collected from a registry of all danish patients who received a tav between 2006 and 2014. The study population included 1,631 tav patients (predominantly male). Tav patients were implanted with either a corevalve transcatheter bioprosthetic aortic valve, a non-medtronic balloon expandable tav or a non-medtronic self-expanding tav. No serial numbers were provided. Among all patients, adverse events included: cerebral vascular accident (cva), electrocardiogram (ECG) changes treated with permanent pacemaker implant, and vascular complications/bleeding treated with transfusion or vascular surgery. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.